Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The reported condition was not verified. Functional test (full therapy) was performed and no abnormality observed for the samples received. The sample met specification for the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice automated pd set with cassette without an alarm during peritoneal dialysis therapy. This issue occurred during the initial drain. During the initial drainage phase, the drain volume was recorded 70ml and then recorded 50ml. After that, there was no more drainage so therapy was stopped. There was no patient injury or medical intervention associated with this event. No additional information is available.